Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and failed, found usb connector with moisture damaged. The receiver was charged and failed to boot up as normal, receiver will not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not complete the g5 receiver functional tester and g5 global communication tool software test because receiver would not turn on. Drop testing and was performed and failed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and failed due to moisture damaged caused extensive damaged to the main board including u10 audio interface chip a good reason why no audio output. Speaker resistance was measured and failed. Due to moisture damage, the customer complaint was confirmed. The root caused for no audio output is moisture damaged.